Event description:
It was reported that the reservoir was leaking. Customer will try another reservoir from another set. Customer could not confirm the location of the insulin leak. Possible leak from transfer guard. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.